Event description:
It was reported that the patient received a shock. It was found that the right ventricular (rv) lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, implanted: (B)(6) 2009; 419488, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).